Event description:
It was reported that the patient underwent tmj replacement surgery one year and eight months ago. Since implantation, the head of the device has dislocated dorsally on two occasions resulting in two revision surgeries. Due to the recurrent dislocations, the device will be explanted and replaced with a new custom implant. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - germany customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. The DHR was reviewed and it was found that all parts were designed properly and conforming per the applicable work instructions. Per an email from the surgeon, the prosthesis keeps dislocating dorsally due to scarring. The patient has severe scarring due to many previous operations. The product has not failed. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.